Event description:
The pt presented with an acute myocardial infarction. It was reported that during an unspecified procedure involving a lesion in the left main, the maverick2 monorail catheter shaft broke within the guide catheter. The device was successfully removed. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported as 'fine'.

Manufacturer narrative:
The device has been returned, but the investigation is currently in progress. A supplemental medwatch will be submitted upon completion of the investigation.